Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with the right ventricular lead exhibiting oversensing. Review of the episodes showed that the implantable cardioverter defibrillator capacitor began charging but did not deliver any inappropriate therapy. Fluoroscopy imaging was performed and no externalized cables were found. The pace and sense portion of the lead was then capped on (B)(6) 2019 and a new sense lead was implanted successfully. The patient was in stable condition during and post procedure.